Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a leak from the safe lock adp luer lock connector connection to the extraneal solution bag (non-fresenius device). No additional details surrounding the event was provided. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Additional information: a1, a3, b5 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp luer lock connectors shipped to this account within the selected time frame. No information could be found and therefore, a device history record (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis patient had a leak from the safe lock adp luer lock connector and extraneal icodextrin bag (non-fresenius device). Additional information was obtained from the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed that the patient experienced fluid leaks from the safe lock adp luer lock connector to the extraneal bag, however no information regarding the number of occurrences or event dates was known. The lot numbers for the connectors were unknown. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event(s). The patient was able to complete treatment(s) on the cycler. The connectors are not available to be returned to the manufacturer for evaluation because they were discarded.